Event description:
It was reported that the patient underwent surgical intervention to explant an artificial urinary sphincter (aus) for unspecified reasons. During the procedure, the physician found the injury to the urethra that was not suspected to be related to the device. A new aus was not implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.